Event description:
A pt reported blood glucose results of 161 mg/dl, 109 mg/dl, 184 mg/dl, 67 mg/dl, and 87 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.